Event description:
One month after being with juvederm in the nasolabial folds, the pt noted swelling and lumps at the treatment site. Further follow up info provided by the pt reported that a physician stated that the pt is having an allergic reaction to juvederm. The pt reports that the physician treated the symptoms with "prednisone (orally and intralesional), and kenalog (intralesional)." There is no swelling on the surface of the face, but only inside the mouth at site of left side nasolabial fold. The pt stated that the symptoms are almost completely gone. Allergan is unable to confirm the event as the pt will not give permission to contact the physician. This event is being reported, because allergan's approach to compliance is to resolve all doubt in favor of reporting.